Event description:
Customer reportedly obtained results of 5.3 inr and 5.2 inr on the coaguchek s system while a comparison lab produced a result of 3.6 inr. All results obtained within 4 hours. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Event occurred in (B) (6).